Event description:
Provider used the product to freeze a papule on the patient's left shoulder and the provider stated that the spray applicator malfunctioned resulting in liquid nitrogen being sprayed onto an area of surrounding healthy skin.